Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.

Event description:
It was reported that the fast fix 360 t2 implant fell out with the suture during a meniscal repair procedure. A delay of less than 30 minutes was noted. A backup device was used to complete the procedure. No injury or complications were reported.

Manufacturer narrative:
The complaint was reporting that a fast-fix 360 curved needle delivery systems t2 fell out with the suture during use, however a fast-fix 360 straight needle delivery system was returned for evaluation. As a result of this finding additional information was requested. No additional information could be acquired from the customer at this time. Visual assessment of the returned device showed both ts remain on the insertion needle in their customary positions. The suture is slightly disorganized. Device was functionally tested using a rubber meniscus model, each t deployed as intended. In the event additional clinical details are provided the complaint will be reopened. A review of the device history record was performed which confirmed no inconsistencies.